Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle exhibited high pacing impedance. During a follow-up in the clinic, additionally the lead exhibited failure to capture and failure to sense. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.